Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that while connected to a patient, the ventilator generated alarms for low o2 concentration. There was no patient harm. (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and as a preventive action the o2-sensor and the control printed circuit board (pcb) and returned for investigation. The o2-sensor measures the oxygen concentration to the patient. The control pcb is regulating the breathing patterns for different ventilation modes. The reported alarm for low o2-concentration was not reproduced during simulated use test of the returned o2-sensor and the control pcb in a reference ventilator. The received device logs are not confirming the reported event. The reported problem could not be reproduced, therefore the cause could not be determined in this investigation. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).